Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery central processing unit. Covidien was not authorized to service the ventilator.

Event description:
The customer reported that an 840 ventilator did not pass power on self tests. The ventilator was not on a patient at the time of the event.